Event description:
It was reported that vessel dissection, slow flow and balloon overhang occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 18mm in length, eccentric, de novo target lesion was located in the moderately calcified and 3mm in diameter mid left circumflex artery. After a non bsc guide wire crossed the lesion, a 2x9mm maverick balloon catheter was advanced for predilation of the lesion. After the first dilation, it was noted that there were some residual stenosis so predilation was again performed using a 2.5x9mm maverick balloon catheter. Then a 3.00x24mm promus element¿ plus stent was advanced and deployed in the lesion at 20 atmospheres. Post stent deployment, it was noted that there was a dissection at the proximal edge of the stent, causing slow flow. Another 3.00x24mm promus element¿ plus stent was deployed proximal to the first stent and the procedure was completed. Timi iii flow was established. The physician noted that vessel dissection was due to overhang of the stent delivery system (sds) balloon. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. It was specified in the event description that the stent was deployed during the procedure. A visual examination of the balloon profile confirmed that the balloon had been subjected to positive pressure and deflated prior to return. It was specified that the stent had been deployed. Markerband position was analyzed and the distance from the proximal edge of the distal markerband to the distal edge of the proximal markerband was measured to be approximately 24.7mm which is within specification. The distance from the proximal edge of the distal markerband to the balloon body/cone transition and the distal edge of the proximal markerband to the balloon body/cone transition were both verified to meet specification. In addition the crimp settings were reviewed which highlighted no abnormalities prior to shipping. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The shaft polymer extrusion profile was analyzed and a visual and tactile examination found no kinks or damage along the shaft polymer extrusion. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the stent was deployed above the rated burst pressure and the dfu states: "do not exceed the rated burst pressure as indicated on the product label. Use of pressures higher than specified on the product label may result in a ruptured balloon or shaft. This may result in potential intimal damage, dissection or vessel rupture¿. (B)(4).

Event description:
It was reported that vessel dissection, slow flow and balloon overhang occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 18mm in length, eccentric, de novo target lesion was located in the moderately calcified and 3mm in diameter mid left circumflex artery. After a non bsc guide wire crossed the lesion, a 2x9mm maverick balloon catheter was advanced for predilation of the lesion. After the first dilation, it was noted that there were some residual stenosis so predilation was again performed using a 2.5x9mm maverick balloon catheter. Then a 3.00x24mm promus element¿ plus stent was advanced and deployed in the lesion at 20 atmospheres. Post stent deployment, it was noted that there was a dissection at the proximal edge of the stent, causing slow flow. Another 3.00x24mm promus element¿ plus stent was deployed proximal to the first stent and the procedure was completed. Timi iii flow was established. The physician noted that vessel dissection was due to overhang of the stent delivery system (sds) balloon. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is combination product. (B)(4).